Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible there were procedural interactions (e.g. Patient anatomy, visualization issues) which affected leaflet insertion in the clip and contributed to the reported slda; however, this cannot be confirmed as no additional information was able to be provided about the event. The reported worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet; mitral regurgitation grade increased. It was reported that on (B)(6) 2017, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from grade 4+ to grade 1+. On (B)(6) 2017, transthoracic echocardiogram imaging, revealed one of the mitraclips (cds 10725u129) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda. Mr had increased to grade 2-4. Reportedly, the patient had no other clinical symptoms related to the slda. There are no current plans for treatment. There was no additional information provided regarding this device issue.